Manufacturer narrative:
(B)(4). Catalog number is the international list number which is similar to us list number of 062910. (B)(4). The device involved in the event was not returned for evaluation; therefore a return sample evaluation was not performed. Buried bumper syndrome is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the patient developed buried bumper syndrome. Reportedly, endoscopic mucosal resection did not resolve the issue; therefore, the mucosa was taken with a laparoscope.